Event description:
(B)(4). Had essure placed in 2004. Since then have suffered from monthly sharp stabbing pain on left side near ovaries, consistent bloating, migraines, brain fog, back pain, bowel issues, constipation, bacterial vaginosis, painful menses / debilitating cramps, continual itching in vaginal area, mid-section rashes, sensitive/prickling skin, insomnia.